Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 33mmol/l with difficulty waking up and confusion. The patient was taken to the emergency room and treated with IV glucose and IV fluids. Customer support (cs) completed troubleshooting and settings were correct. This report is being made due to the patient¿s bg excursion that from an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the black box and history records of the pump were reviewed. The black box shows insulin deliveries were interrupted on event date 04/15/2015 from 18:45 until 23:24 due to unconfirmed loss of prime warning. The pump completed 24hr duration testing with no eaw¿s duplicated. The total daily doses correctly reflect the users programmed basal and bolus deliveries. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigators were unable to duplicate the complaint. Battery compartment is cracked on the side near the threads and cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.